Manufacturer narrative:
H3, h6: the software investigation was unable to determine the root cause. The archive was reviewed but provided insufficient information regarding the root cause of reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no surgical delay to the case and the area of interest was not biopsied. The site used a medtronic needle and another manufacturers needle. The site did not set re-entry after drilling the bur hole. There were no known plans for returning to surgery.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the rep was informed yesterday of an inaccuracy (confirmed by a post op CT). The procedure was on (B)(6) 2021. The actual trajectory of the needle was 14 mm lateral compared to the plan. The surgeon used the vertek probe to lock trajectory. He was slightly off his original entry point. He then free handed the biopsy needle. The needle tracked normally. The registration metric was 2.2. The surgeon checked the inner and outer canthus. One scan was used. It was stated the patient did have atrophy. Also there was a lesion that was about 25 mm and relatively close to the surface. The rep did not notice any frame movement. The surgeon attempted to biopsy the distal wall. The rep well aware that "free hand" was off label but was still curious how it could only be off in the lateral direction. Frame/arm movement, registration, and entry point possibilities were discussed but all options didn't seem to full explained only being off in the lateral direction.

Manufacturer narrative:
H3: additional software analysis was performed. Analysis found that the inaccuracy seen by the surgeon was caused by the off label workflow allowing the surgeon to track the needle in a parallel track to the plan. The use of the pad or navigus base would limit the possibility of the needle to physically go to a parallel plan. Hence the software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.